Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a meniscal refixation using the fast-fix 360, after t1 deployment it was not possible to retract the shaft as the depth limiter was stuck. The surgeon tried to cut the depth limiter in order to continue with t2 implantation but in the process, t2 fell from the needle. The suture and t2 were then removed with a grasper. The procedure was completed with a non-significant delay by changing the surgical technique. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the needle overmold assembly was bent. The depth gage tubing was split approximately 1/3 of it's length. The actuator tip was in the t2 position. A functional evaluation revealed the actuator tip was seized. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.